Manufacturer narrative:
Results of investigation: the suspect component was returned to carefusion's failure analysis laboratory. The investigator was able to duplicate the reported issue. An investigation was performed and identified the root cause of the reported issue was due to a degraded internal u-cup seal of the vela pressure regulator, which was out of manufacturer specification.

Manufacturer narrative:
(B)(4). Results of investigation: field service representative (fsr) went onsite to evaluate the device. The fsr confirmed that the device was leaking high volume. The reported issue was resolved by replacing the blender. After performing calibration, the device was returned to the customer operating to service specifications. The suspect component has been received by carefusion and it is in process to be evaluated. A supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator was leaking high amount of volume while in use with a patient. The patient was switched to another ventilator and there was no harm to any patient or clinician in association with the reported complaint.